Event description:
Patient reported capsular contracture baker grade is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: g1, h.6 code e2303, h.6 code a010102.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.